Manufacturer narrative:
Concomitant product(s): ddbc3d1 ICD, implanted: (B)(6)2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead has far-field r-wave (ffrw) oversensing causing the patient to experience frequent mode-switching. The patient is in chronic atrial fibrillation (af). The ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.